Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending artery. Prior to the procedure, the patient was given angiomax. A synergy drug -eluting stent was implanted to the lesion, however, there was an immediate stent thrombosis. The stent thrombosis was discovered due to EKG changes revealed after electrocardiogram was performed and followed by coronary angiogram. The lesion was implanted again with another stent and did dilation with a balloon catheter. The patient was given with reopro and intracoronary tissue plasminogen activator and the event was resolved. The procedure was completed with this device. The patient was given 180mg brilinta during procedure a. No patient complications were reported and the patient's status was stable and was doing well.